Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s current blood glucose is 301 mg/dl. The customer treated with the food. Troubleshooting was done for low blood glucose and over delivery. The drive support cap appears normal. Based on customer report customer does allege pump was over delivering. The insulin pump will not be returned for analysis

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the dat test at 0.08695 inches. (B)(4).